Event description:
It was reported that the inner sheath, for 26 fr. Outer sheath, ceramic tip is damaged. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Device evaluation found the ceramic tip (ceramic head tip / insulation beak) was broken . A root cause could not be identified. Based on the results of the investigation , the most likely cause is impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.